Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was an out of range impedance alert with a spike in impedance measurements on the right ventricular and superior vena cava coils. The impedance measurements were high and have since been steady and returned to historical values. It was also noted the atrial lead impedance has been spiking intermittently. The right ventricular lead was replaced due to fracture. The atrial lead remains in use. No patient complications have been reported as a result of this event.